Event description:
It was reported that the zimmer air dermatome skipped when it was in use, causing tears in the skin. There was no report of injury or adverse patient's consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The technician reported receiving an air dermatome with worn width plates, leaking hose, rough motor, and a damaged head and control bar. Pre-repair testing reported the device was out of calibration at the zero setting only which would not impact grafting ability. Based on the age of the device (>9 years) and condition of the replaced parts, the customer issue may be related to normal wear. The cause of the reported issue is unknown. No causative failures were found during complaint investigation that could be linked to the customer issue. Device in question was manufactured in 03/2000, and was last in for repair at zimmer osp in 2001. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."